Manufacturer narrative:
Manufacture date: february 15, 2016- february 16, 2016. The device was received for analysis. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined for the following conditions: external and internal surfaces of the bladder and the rupture line for evidence of markings, abrasions, gouges, holes, or embedded particulate matter, any surface defects on the stress-member. No signs of abnormality were found. The reported issue was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The direct cause of the ruptured bladder could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. It was unknown what drug was used for the filling or how it was filled into the bladder. There was no patient involvement. No additional information is available.